Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose level reportedly reached 729 mg/dl while wearing the pod on the abdomen between 36 and 48 hours. The patient's mother reported that insulin from the pod was not being delivered into the patient's body, which was believed to have contributed to the elevated blood glucose level and subsequent hospitalization. The patient's mother also reported insulin leakage at the infusion site. No symptoms were reported other than an inability to control the patient's blood glucose levels. The patient was diagnosed with hyperglycemia and was treated with intravenous fluids and insulin. The patient was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.